Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10 review of the most recent repair record determined the control bar was out of position. The bearings were replaced, and the control bar was adjusted and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device does not smooth shave and needs calibration. The event timing was during surgery. There was no harm or delay reported. Due diligence is complete and there is no additional event information.